Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester was doing the fasciotomy and the unit turned off. She waited 30 sec and started again, and it worked briefly and stopped again. She then waited 60 seconds and it worked briefly again and shut off. A new kit was used to complete the procedure. There were no patient effects. The product is returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were somewhat burnt. The jaws were bloody. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up and there were no non conformities. Based upon this observation, the reported complaint for "not kept shutting off" could not be confirmed. (B)(4).